Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed that the bending rubber perforated, the water jet tube deformed, the air tube deformed, the water tube deformed, the insertion flexible tube bump, the operation channel (primary) resistance, the angle wire grinding, the up pulley wire snapped/cut, and the right pulley wire snapped/cut; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.